Manufacturer narrative:
This defibrillator was not returned for evaluation. The customer believed that this defibrillator was operating properly; it had been recently serviced and the police defibrillator (a forerunner unit) also gave "check electrodes" prompts at the scene. The hs3000 displays a "check electrodes" message if defibrillation peds are being used and the pt's impedance is outside the impedance range for defibrillator or intermittent impedance (noise) is sensed indicating faulty electrode. Contact or connection. The customer was sent a letter acknowledging their decision not to return to return the device for evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdals receiving information relating the agency's current thining with respect to MDR regulation interpretation and enforcement policy.

Event description:
During an incident on an unknown date involving male pt in cardiac arrest, this defibrillator prompted "check electrodes". CPR was performed and the electrode pads were reapplied but the "check electrodes" message continued. The police arrived and using their defibrillator, they continued to get a "check electrodes" message. Paramedics arrived in approximately 5 minutes and were able to shock the pt, treating for vfib and asystole, and gave drugs (epi, lydocane, atripine). The pt's rhythm returned to "somewhat normal" and was taken to a hospital where he is in cardiac ICU. The ambulance screw was at the scene immediately because the pt rear-ended the ambulance at a stop light.